Event description:
A report was received that the patient was having drainage at the pocket site. The physician believed that the pocket was infected and that the infection was not device related. Antibiotics were prescribed. The patient¿s ipg was explanted.

Event description:
A report was received that the patient was having drainage at the pocket site. The physician believed that the pocket was infected and that the infection was not device related. Antibiotics were prescribed. The patient¿s ipg was explanted.

Manufacturer narrative:
Additional information was received that the physician confirmed that the infection was procedure related, not device related.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.